Manufacturer narrative:
Section b5: the patient's previous driveline repair was reported under MFR # 2916596-2017-00902. The patient also had reported cosmetic damage to the driveline that was treated with rescue tape which was reported under MFR # 2916596-2019-00194. Section h3: the pump remains in use supporting the patient, however, a portion of the percutaneous lead was returned and evaluated. Manufacturer's investigation conclusion: evaluation of the replaced portion of the driveline confirmed damage that would have contributed to the driveline fault alarms captured in the log files. The log file data did not capture any events that are consistent with a short to shield related issue. Technical services personnel arrived onsite on 1aug2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 23" with a prior driveline repair noted approximately 19.5" from the controller connector. Electrical continuity testing of the driveline revealed discontinuity on the red wire. Examination of the driveline repair revealed a fracture at the proximal end of the black shrink tubing exposing the underlying wires. Disassembly of the repair revealed a fracture of the red wire at the proximal end of its repair crimp. Exposed conductors of the brown wire were also observed at the distal end of its repair crimp. The exposed conductors of the red and brown wires had been covered by kapton tape and likely would not have made contact with the copper wrap to produce an electrical short. The fracture of the red wire appeared to be the result of fatigue failure due to repetitive flexing of the wire at this location. Additionally, the fracture of the red wire would have resulted in the observed driveline faults. The examination of the remaining repair crimps did not reveal any issues. Excluding the repair, the driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. Evaluation of the remainder of the driveline did not reveal any issues that would have contributed to the reported events. Hmii IFU section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. All hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Hmii patient handbook the section titled ¿caring for the driveline¿ also outlines recommended care and handling of the driveline. IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. The IFU notes that any damage should be immediately reported to the patient's hospital contact. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in the clinic due to having several driveline fault alarms. The patient did not experienced any symptoms as a result of the driveline faults. Log file analysis confirmed driveline faults. Log file analysis showed that the driveline fault did return on the new controller and is an authentic driveline fault. The patient had short-to-shield. The patient's driveline had already been replaced externally. The patient received a percutaneous lead repair on (B)(6) 2019 without issue. The patient remained inpatient overnight for observation. No issues since percutaneous lead repair. No further information was received.

Manufacturer narrative:
Section b5: additional information section f9: approximate age of device- 4 years, 2 months.

Event description:
Additional information: log file analysis confirmed driveline fault events occurred from (B)(6) 2019 to (B)(6) 2019 as well as a pump stop which occurred during the percutaneous lead repair. Log files post percutaneous lead repair showed the driveline fault alarm did not return along with the driveline data appearing normal. It appeared that the percutaneous lead repair resolved this issue. Patient is stable, no longer experiencing any driveline fault alarms, and currently on grounded cable and using batteries without issue. Plan for discharge home from intensive care unit with a scheduled follow up in the clinic.